Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that some of the insulin pump's buttons she had to press them a lot of times before they responded. The numbers on the screen were ramping on their own. The back and down arrow buttons were not responding. Customer's blood glucose level was 75 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed leak test. Device received with intermittent buttons, problem isolated to keypad assembly. Device received with connector at printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. Device received with minor scratched display window and case.